Event description:
Investigation results available.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend is identified. Event description: it was reported that after six months of implanting the ncb plate it broke. The patient began to complain about the ailments of the operated limb in the morning. X-rays revealed that implant had broken. Review of received data: 4 x-ray pictures were received. The x-rays are undated. The image quality is poor. Therefore, a meaningful analysis of the x-rays cannot be done. It can be seen that the patient has an implanted knee prosthesis. An ncb plate was implanted with several screws. A callus formation is visible on an x-ray. Devices analysis: the broken ncb femur plate was returned for investigation. The plate was broken into two parts. The fracture of the plate is located through a screw hole. On the fracture surfaces, beach lines are visible which point to a fatigue fracture. The fracture surfaces show also small polished areas and some scratches, most probably due to contact between the parts after the fracture. Several scratches are visible on the surface of the plate. Review of product documentation: this device is intended for treatment. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Raw material certificate reviewed on (B)(6) 2020 are according to specification. Conclusion summary: it was reported that the patient had a revision surgery due to a ncb plate fracture. The plate was in vivo for approximately 6 months. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb plate have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The visual examination of the plate indicates a fatigue fracture. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behavior). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(6).

Manufacturer narrative:
Additional information which was received on jun 24, 2019. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision due to implant fracture.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with a ncb plate on the right side and suffered implant fracture.